Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device lot history record review in this case.

Event description:
It was reported that the physician successfully achieved arteriotomy closure using the starclose device of the right cfa. Post-procedure, the patient started to feel bilateral lower extremity pain, and decreased doppler signals were noted in the right lower extremity. The patient was taken back to the cardiac cath lab and an aortoiliac angiography was performed, which revealed the presence of either a clot or a dissection flap at the access entry site. Thrombectomy was initially attempted, unsuccessfully. Balloon angioplasty was performed with complete resolution of the obstruction. The pain was resolved immediately and the patient condition remained stable. Reportedly, the physician does not feel that the ischemic right leg was related to the starclose device; but due to plaque that became dislodged. The following morning, even though the patient was asymptomatic, hemoglobin had dropped significantly. The patient was transfused 2 units of prbc. The access site complication and the anemia resulted in prolonged hospitalization. The patient was discharged to home in 2007. On a repeat cbc the patient's hgb had increased. No additional information available.